Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Case 3 of 3: (B)(6) on (B)(6) 2018. Apparently a third inserter broke during the surgeons last list. I was not present at this case. ? Whether the sterilization method is weakening the plastic material. Items were used appropriately by the surgeon

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.